Manufacturer narrative:
Four 139112ext were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found that all samples exhibited an angled seal. The devices were dye leak tested. Dye leak testing found that all of the samples failed and sustained a breach of the sterile barrier. The angled seals were likely caused during the sealing process during manufacture. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. These devices fail the inspection described herein. In the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. Safety tips: inspect and test each device before each use. Inspection: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this 139112ext device for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.